Manufacturer narrative:
The device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded signal artifact monitoring (sam) episodes due to suspected electromagnetic interference (emi). This ICD remains in service. No adverse patient effects were reported. Additional information was received and another sam episode during an ablation procedure. Technical services (ts) provided assistance on how to turn the feature back on. This ICD remains in service. No adverse patient effects were reported.